Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) micro-volume inlets were found open and not sealed (pouches). The issue was identified when the inlets were taken from their original container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: december 6, 2021 - december 7, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device s were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.